Event description:
A customer contacted beckman coulter inc (bci) regarding erroneously low hemoglobin (hgb) and platelet (plt) results generated by the coulter ac t diff analyzer. The customer indicated that their ac t diff analyzer locked up and had to be rebooted. After reboot, the instrument generated erroneously low hgb and plt results on numerous patient samples when compared to their rerun results. Hgb: the initial hgb results were in the range of 10.7g/dl - 15g/dl, and in the range of 11.5g/dl - 16.5g/dl upon repeat. Plt: the initial plt results were: 388x10^3 cells/ul and 198x10^3 cells/ul. The samples were re-tested and repeated results were 422x10^3 cells/ul and 217x10^3 cells/ul respectively. The erroneous results were reported out of the lab and all patient samples were rerun and corrected reports were issued. Based on information provided, there was no effect to patient or user.

Manufacturer narrative:
Sample collection information was not provided. Qc is run every shift and was run before the event and was within range. No qc was run after instrument power off/on cycle. Qc was outside the range on the pm shift when it was discovered that all cal-factors had reset to default values of 1.000. In 2008, the fse contacted customer and assisted them on entering correct cal-factors for calibration and latex. Customer verified that data values were retained in memory by rebooting the instrument. Qc results were within range once cal-factors were restored. Customer reran all patient samples. As of 2008, there has been no further reported events of ac t diff locking up and generating erroneous results from this account. Based on available information, the root cause for cal-factors re-setting to default values cannot be determined. A malfunction will be assumed for the purpose of this report.